Event description:
Reporter is the customer's father and he alleged the customer began experiencing hypoglycemic symptoms, but obtained discrepant blood glucose results of hi (greater than 600 mg/dl) back to back with 410 mg/dl when testing was performed less than 10 minutes apart on the compact plus system. Reporter stated he arrived within 15 minutes, obtained back to back results of 30 mg/dl and 28 mg/dl on his meter and treated the customer with a glucose gel. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and a replacement product was sent.